Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the top of the ¿branch¿ of the large suturecut needle driver instrument broke off. A fragment fell into the patient and was retrieved in the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 3-dec-2021 and obtained the following additional information: the fragment was retrieved. There was only one fragment and it was reconstructed and compared to another needle holder instrument. No additional surgical procedure was required to remove the fragment and no post-operative tests were performed to check for remaining fragments. The incident occurred while the fourth seam was being placed. The instrument was inspected prior to use and there was no damage detected. The needle was positioned to sew the fascia when the fragment fell. The surgeon did not notice any issues with functionality of the instrument. The instrument did not collide with any other instruments or other hard material. The instrument was not removed prior to the breakage. Upon final removal of the instrument, it is unknown if the wrist was straightened and the staff did not feel any resistance through the cannula. The staff did not notice any damage to the cannula or any other damage to the instrument after the event occurred. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large suturecut needle driver instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product or this event. A review of the instrument log was performed. Per the review, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 9 uses remaining after last use. No image or procedure video was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure with no evidence or claim of user mishandling/misuse. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Manufacturer narrative:
D11- intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.078" x 0.293" was found to be broken off the yaw pulley and was returned with the instrument. The root cause is typically attributed to user mishandling, such as excess force applied to the instrument jaws.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".